Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device activation reportedly went well and the issues resolved. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion, no response to stimulation, and non-auditory sensation. On (B)(6) 2021, the recipient underwent electrode repositioning surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.